Event description:
The customer reported experiencing low blood glucose. The blood glucose reading at time of call was 137 mg/dl. The customer stated that her glucose level was 18 mg/dl while being at her doctor's office. The customer stated that she changed the infusion set the night before and she was not connected. Troubleshooting was performed. The programming and basals on the insulin were correct. The amount of insulin indicated on the screen matched to the amount of the reservoir left. However, the date on the device was wrong by one day. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.